Event description:
It was reported that during a shoulder cuff repair surgery, three(3) twinfix ultra fractured while being implanted. The procedure was completed with a non-significant surgical delay using a back up device. All pieces were removed from the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned devices found that they are not in their original packaging. Three devices were returned with no suture materials. Device 1 has both the distal and proximal ends of the anchor fractured and the distal end of the insertion device is deformed. Device 2 has the distal end of the anchor fractured and the distal end of the insertion device is deformed. Device 3 has the distal end of the anchor fractured. All of the returned items have debris on them. A review of the customer provided image finds all three complaint devices with the fractured anchors visible.) Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.